Manufacturer narrative:
Device analysis report. This report is submitted on april 04, 2024.

Event description:
Per the clinic, the device was explanted (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on february 14, 2024.